Event description:
Information was received from a legal firm on (B)(6) 2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for and non-malignant pain and failed back syndrome. It was reported there was delivery failure. The patient experienced overdose, withdrawal, and failure of therapy. Conflicting explant surgery date of (B)(6) 2014 was reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.